Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 has excessive smoke. It was removed from the patient and cleaned and then began again. Again, there was excessive smoke and it was removed again. At this time the harvester noticed that right at the joint by the tip there is a notch and there was a crack at that spot. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning for investigation as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unknown. (B)(4).